Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 13 / page 182. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) and an infection (could not recall the name and was not from the pod, found through blood work). In the middle of the night, the patient woke up, started aggressively vomiting and was taken to the ER (emergency room). She was unsure of her bg level at this time. Patient's bg (blood glucose) levels had reached about 1000 mg/dl when she got to the ER. The patient went to the ER on saturday, july 27th and was released on thursday, august 1st. The patient started in the ER and was there for a couple of hours before being hospitalized for 6 days. For treatment, the patient was given an insulin drip through IV, fluids through IV, antibiotics through IV, and that is all she could recall. The patient was taken off the pod and received both IV insulin and manual injections while hospitalized. She had been wearing the pod for 24 hours before having to go to the ER. After 6 days of treatment the doctors thought she was well enough to be discharged.